Manufacturer narrative:
Reliability analysis evaluated 1 opened and or used reservoir. The reservoir, snap-cap, and septum were inspected for anomalies. None were found. Ran occlusion test, and the reservoir was filled with diluent, and connected to a new infusion set. The reservoir was installed and connected into a 7xx pump. Performed infusion set. Catheter tip was performed. The reservoir was found to not be occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of a no delivery alarm on the customer's insulin pump. The customer states insulin was not being delivered. Customer's blood glucose level was 480mg/dl. The customer treated with pump. The customer was not able to troubleshoot at the time of call. The customer was advised the reservoir would be replaced and returned for analysis per their request.